Event description:
Drug/diluent; nacl 0.9%. Fill volume: 400 ml. Flow rate: unk. Procedure: not applicable. Cathplace: not applicable. Pca button failed to engage.

Manufacturer narrative:
Method: sample will not be tested as this product is currently under recall. Conclusions: this product is currently under recall.